Event description:
Complainant reported that approximately 2 ml duraseal kit was applied to the nerve root and spinal cord during a microdiscectomy procedure in the lumbar spine. It was reported that due to the nature of procedure, complainant was not able to visualize application of the material. Complainant reportedly modified the duraseal applicator by attaching an angiocatheter instead of the spray tips provided with the applicator. Two days post-op patient complained of leg pain. MRI was performed; results were interpreted as showing mild to moderate mass effect. Complainant reported that because of patient's leg pain and subsequent MRI results, re-do microdiscectomy was performed. During this procedure complainant was not able to confirm material swelling caused impinging on nerve; however, some of the duraseal was removed and some additional disc material was also removed. Patient is recovering without complication.